Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding spike set. The customer states that the spike is detached from the bag. This was new. There was no patient involved.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. During evaluation, the spike was found detached and the reported issue was confirmed. After the visual evaluation, it was found that there was enough adhesive which confirms that the spike was attached correctly when assembled during manufacturing. A possible root cause can be due to pulling on the spike or the tube causing the spike to detach. A corrective action is not applicable at this time. If additional information is received at a later date, the complaint will be re-opened and the investigation updated. This complaint will be used for tracking and trending purposes.